Manufacturer narrative:
Other applicable components are: product ID: 3057, serial# unknown, product type: screening device. Also, please note correction: the first / last names were reversed in initial report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional: the cause of the leads being dislodged was not determined. No further complications reported/anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3057, product type screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a trial patient. Consumer reported their leads had dislodged on or before (B)(6) 2018. It was reported that their remaining bandages were removed, the ¿machine parts¿ were taken out, and the device was taken. No further complications reported/anticipated.